Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure, on (B)(6) 2022. Following the procedure, on the same date, the patient experienced discomfort and perineal pain. The patient went to the emergency room (ER) for their pain and was admitted. While at the hospital, the patient had a mini stroke that did not require intervention. The patient's pain was managed, and they were released on (B)(6) 2022. The patient is reportedly doing well and has fully recovered. Boston scientific has been unable to obtain additional information regarding the event, despite good faith efforts.